Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/08/2016, and found drops under the probe. The fse replaced valve vl8, the probe wipe, and white diluent filters and the instrument was no longer leaking. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported an ongoing issue of approximately 2 drops of uncontained fluid leaking from the probe of their coulter ac t diff analyzer during startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.